Manufacturer narrative:
A partial lead was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
Initial reporter: - unknown reporter.

Event description:
It was reported that the patient died due to natural causes. No further information is available.